Event description:
It was reported that a patient death occurred post procedure. During a pulse field ablation (pfa) procedure, a versacross connect for faradrive was selected for use. After a difficult transseptal puncture, the left atrial anatomy was mapped. Upon advancing the farawave catheter into the left atrium, a map shift was observed. The catheter appeared posterior and inferior to the existing carto 3 map. To address this, the farawave catheter was removed, and a new map was created using a non-boston scientific catheter. It was noted that the two carto maps were aligned at this point. The procedure continued with 36 pfa applications using the farapulse catheter. However, it was not confirmed whether the initial map shift had been resolved. It was mentioned that the patient had significant metal in their back, which may have contributed to the mapping discrepancy. Intracardiac echocardiography (ice) was used post-procedure to confirm no pericardial effusion, and the patient was stable upon transfer to recovery. Approximately five minutes after transfer, the patient experienced full cardiac arrest. Staff and the anesthesia team returned the patient to the procedure room. Resuscitation was initiated, the patient was intubated, and resuscitation medications were administered. The patient was successfully resuscitated. A transesophageal echocardiogram (tee) confirmed no cardiac effusion. While being prepped for transfer, the patient experienced ventricular tachycardia (vt), was defibrillated, and fully recovered. The patient was then transferred stable to the intensive care unit for further monitoring. The attending physician believed the cardiac arrest and vt were related to previous short episodes of ventricular tachycardia, which had been recorded on the patient pacemaker. Despite initial recovery, it was later reported that the patient passed away. The cause of death is unknown. It was also noted that the patient had 'blood in her lungs'. The device is not expected to be returned for analysis. Medwatch# mw5175336.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.